Event description:
Pt had 2 taxus stents placed in the lad in 2004. Took plavix and aspirin for 3 years and 2 months. Submitted in 2008 with nstemi 2 degree to thrombosis of proximal taxus stent in lad, which caused ischemic cardiomyopathy with lvef 40 degree. Detailed in item #5.